Event description:
It was reported that during surgery, an error message occurred: "camera infrared lamp is not working properly. This may result in limited field of view." Surgery was completed with manual instrumentation from s+n and no injuries were reported.

Manufacturer narrative:
H10: additional information in g3, g4, g7, h2, h3, h6. Results of investigation: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found 15 (fifteen) similar reports, this issue will continue to be monitored. There was no lot number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This failure is an identified failure mode within the risk assessment. The surgical user's manual released at the time of the complaint (pn 500097 rev e) provides instructions for the user in the " troubleshooting information¿ section: "camera error system message: camera infrared lamp is not working properly. This may result in a limited field of view. -you may choose to quit the intraoperative procedure or continue. If you choose to continue, the camera will continue to still function, however, the camera may have limited visibility." Accordingly, product labeling has been ruled out as a cause of the complaint. The performed clinical / medical investigation indicates: "without supporting clinical/medical documents, a thorough investigation cannot be performed." The subject device was not made available to the designated complaint unit for evaluation and thus visual and functional inspection could not be performed. A factor that could have contirbuted to the reported issue is if there was an issue with the illuminator leds on the camera. They can go bad over time and cause floating "dead zones" in the camera view." However, without the actual device for evaluation, this cannot be confirmed. The root cause was established to be undetermined after investigation.